Event description:
A physician reported that following a cataract extraction with intraocular lens (iol) implant procedure, a large number of cells were observed in the vitreous after the surgery, which subsequently resulted in decreased visual acuity and postoperative inflammation was confirmed. The patient complained that he could see black particles. The product was not available since it was still implanted in the patient's eye. Anterior chamber irrigation and intravitreal injection of antibacterial agents were performed. The present condition of the patient was recovering and va has recovered. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).